Event description:
It was reported that during patient use, a ventilator¿s pressure increased and the exhaled tidal volume (vte) became zero. Additionally a leak increasing alarm occurred. Although the device did not stop cycling, the patient was removed from the ventilator, manually ventilated, and transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).